Manufacturer narrative:
Conclusion: hamilton medical ag comes to the following conclusion: no patient harm occured. Our investigation showed that the blower was defective. The blower speed is lower than the target speed -5% for more than 5s. Correction: replace blower module.

Event description:
To hamilton medical ag was the following reported: self test failed with technical event 231009. During visit inspected hepa filter suspected clogged, performed blower pressure and blower flow test in service software, it got failed as well.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. No patient was involved. The root cause was determined to be defective blower. In consequence the blower has been replaced. There was no patient or user harm.

Event description:
To hamilton medical ag was the following reported: self test failed with technical event 231009 - during visit inspected hepa filter suspected clogged, performed blower pressure and blower flow test in service software, it got failed as well.